Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a patient with heart failure, type 1 diabetes, and diabetic neuropathy (autonomic and peripheral) ckd 5 was due to start dialysis through a brachio-axillary graft made on (B)(6) 2024, but this clotted off before it could be used, and a vascular scan on (B)(6) 2024, confirmed graft occlusion. The patient had left a tunneled line inserted on (B)(6) 2024, to startdialysis. The first two sessions went well. When the patient came to ward 404 for four hours of routine hemodialysis (hd) for the third dialysis session on (B)(6) 2024, the line did not work at the start. There were clots in the line, and it required a two-hour dwell of tauro urokinase lock. The patient recommenced hd with 0.8 kg (kilogram) weight loss. 3 hours hd as patient been here from 0800am. Bp (blood pressure) dropped to 86/51, the patient went flat, they laid the patient flat, and o2 (oxygen) was administered. Saline 150 ml (milliliters) was given together with an on-line bolus 150 ml. Bp improved. The patient had 1 episode of hypoglycemia during the hd. Standard cleaning of the dialysis catheter in the unit was with green clinell device wipes, 2% chlorhexidine, 70% alcohol, and bd chloraprep on dressing change days. There was no leak. Tego was not utilized. The catheter had been in place for 11 days. No other defects/damages found on the product. Flushing was done prior to dialysis session. No other products being utilized with the device. There was no luer adapter issue. The line did work well enough to allow 3 hours of dialysis after the urokinase dwell. The patient completed three hours of dialysis through the line after this. The patient was well enough to go home after the poor hd session on june 11. There was no blood loss and blood transfusion was not required.

Event description:
According to the reporter, a patient with heart failure, type 1 diabetes, and diabetic neuropathy (autonomic and peripheral) ckd 5 was due to start dialysis through a brachio-axillary graft made on (B)(6) 2024, but this clotted off before it could be used, and a vascular scan on (B)(6) 2024, confirmed graft occlusion. The patient had left a tunneled line inserted on (B)(6) 2024, to startdialysis. The first two sessions went well. When the patient came to ward 404 for four hours of routine hemodialysis (hd) for the third dialysis session on (B)(6) 2024, the line did not work at the start. There were clots in the line, and it required a two-hour dwell of tauro urokinase lock. The patient recommenced hd with 0.8 kg (kilogram) weight loss. 3 hours hd as patient been here from 0800am. Bp (blood pressure) dropped to 86/51, the patient went flat, they laid the patient flat, and o2 (oxygen) was administered. Saline 150 ml (milliliters) was given together with an on-line bolus 150 ml. Bp improved. The patient had 1 episode of hypoglycemia during the hd. Standard cleaning of the dialysis catheter in the unit was with green clinell device wipes, 2% chlorhexidine, 70% alcohol, and bd chloraprep on dressing change days. There was no leak. Tego was not utilized. There was no luer adapter issue. The line did work well enough to allow 3 hours of dialysis after the urokinase dwell. The patient completed three hours of dialysis through the line after this. The patient was well enough to go home after the poor hd session on (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.